Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found the blade broken 0.27" from the base. A piece approximately 0.0855" x 0.397" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows a part of the instrument broken off from the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument blade was broken. The instrument was removed, and a backup instrument was used to proceed. Following this, the user continued and completed the procedure with no further issues reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument/accessory was inspected prior to use and no damage was observed. The site indicated that "all the fragments were retrieved" and no additional surgical procedure was required to remove the fragment. No post-operative tests were performed to check for remaining fragments. Grasping was being performed when the device fragment fell inside the patient. The instrument/accessory was in use for 1 hour prior to the issue. No piece/material was missing at the distal end. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The same kind of instrument used was used to continue. The patient has not returned to the hospital for any post-surgical complications related to retaining a foreign object.